Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh and pelivsoft were implanted. It was reported that the patient underwent another gynecological procedure on (B)(6) 2008 and xenform was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence and pelvic organ prolapse. Following insertion, the patient experienced pain, urinary/bowel problems, recurrence, dyspareunia, and neuromuscular problems. The patient underwent mesh revision/removal on (B)(6) 2008 due to vaginal vault prolapse and cystocele. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary urgency.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopic bso, a&p with pelvisoft graft placement, posterior repair and repair of rectal tear due to right ovarian cyst. No additional information was provided.